Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead (lot# va13hq3) found the lead distal end was bent new out of the box..

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a lead tip being bent. It was noted that on the day of a procedure, the tip of the lead was observed as being bent. The lead was removed from the sterile field and another lead was opened and implanted. There was no patient involvement. The issue was reported resolved at the time of this report.